Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) and death. The patient complained about chest pain the night before the procedure and couldn¿t breathe laying down. He did have a transesophageal echocardiography (tee) done the day before and it was clean. During the procedure, prior to inserting the catheters in, and while obtaining vascular access, the patient had a hypotensive event. The physician used intracardiac echocardiography (ice) to determine if there was any pericardial effusion that could have resulted in the hypotension and none was noted. The patient stabilized with anesthesia intervention and the case was able to continue. During the case, the patient had been coughing and demonstrated a shift in the map that was corrected. The case was completed without any complication or concern. There was no issue with any biosense webster products used and no reported malfunction. The clinical account specialist (cas) left the room after completion of the procedure. It was reported later reported to her that after the procedure the patient had difficulty in waking up from anesthesia and cva was reported. The patient did wake up but later passed away. The patient was a ¿do not resuscitate¿ (dnr) patient. Case is not entirely sure about the physician¿s causality opinion; however, based on the way the staff spoke about the event, it is believed the adverse event was related to patient¿s condition. Any product malfunction or serious injury that results in patient¿s death, it is to be considered serious and MDR-reportable.